Event description:
Patient reported capsular contracture, baker grade iii-IV. Swollen breast, less red and less pain compared to contralateral side. The status of the device in unknown. Right side.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii-IV.

Event description:
Healthcare professional reported right side the event of ¿strong capsular contracture also scar tissue with granulation tissue of the foreign body type". Healthcare professional additionally reported right side ¿double capsulation¿, ¿intense pain¿, ¿intermittent swelling and reddening", ¿capsular fibrosis is palpable in the right breast. The formation is grade 3-4 according to the baker classification¿, ¿patient also feels languorous and exhausted¿, ¿numerous foreign-body giant cells¿, ¿some necrotic material¿, ¿fatty tissue necroses¿, device has been explanted.

Manufacturer narrative:
Clarifications to e.1.: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device evaluation: analysis of the returned device identified: weight to spec, deformation device, crease fold and yellow particles in the shell. Cloudy and air voids in the gel observed after autoclave cycle. Observed the deformation that was confirmed in the additional analysis, it was not assessed as a workmanship because the device was implanted. Base on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.